Event description:
The customer reported to olympus, the camera head image flickered with horizontal stripes which was caused by cable leaking water. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation further found cable leaks and image flickering. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A definitive root cause cannot be identified. A device history review revealed no problems. This issue is addressed in the instructions for use (IFU): (section where IFU applicable for coupler's locking function) 3.7 connecting the endoscope (caution) be sure to hold the endoscope securely when disconnecting. Otherwise, the endoscope may fall and become damaged. To remove the endoscope, pull it carefully from the endoscope mount, while keeping the endoscope lock button pressed. Forcibly removing the endoscope without pressing the endoscope lock button may damage the endoscope and camera head. After the connection, ensure that the endoscope is firmly connected to the camera head, without any looseness. A loose connection of endoscope and camera head may cause interference on the endoscopic image. (Section where IFU applicable for cable leaks) precautions against frozen or lost endoscopic images (warning) follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or it may not be possible to restore a frozen image. Never clean, disinfect, sterilize or store this instrument together with sharp-tipped instruments (tweezers, forceps, knives, etc.). These could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the instrument. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument. (Section where IFU applicable for image flickering) chapter 4 operation (warning) if an abnormal endoscopic image/function occurs and returns to its normal condition by itself, the equipment has malfunctioned. Continued use in such condition may cause abnormality again and it may not be able to recover to normal condition. In this case, immediately stop use and withdraw the endoscope from the patient slowly. Continued use of such equipment may cause patient injury, bleeding and/or perforation. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.